Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the safe-t-j amplatz extra-stiff support wire guide had an unusual shape, and the core wire was protruding from the coil during preparation. It did not make patient contact, and there were no injuries or additional procedures reported.